Event description:
Reporter alleged obtaining the results of 21 mg/dl, 21 mg/dl and 449 mg/dl back to back within 10 minutes on the compact plus system. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
The user received discrepant ferritin results for one patient sample. No units of measure were provided. The initial result was 10.4 with a data flag notifying the user the result was outside of the measuring range of the assay. The sample was automatically repeated by the analyzer with an increased sample volume and gave a result of 80.8. The user then manually diluted the sample three times and received the following results: sample diluted 1:3 gave a result of 15.2, sample diluted 1:5 gave a result of 12.6 with a data flag, sample diluted 1:2 gave a result of 6.3 (12.6) with a data flag. The sample was retested on (B) (6) 2010 with results of 12.2 with a data flag and 79.6 with an increased sample volume. The user sent to sample to another site and a ferritin result of 7.41 was received from the elecsys system. The discrepant result was not reported. The ferritin reagent lot number was 61645101. A sample was returned for investigation. The user's low result were reproduced with a result of 8.5 ng/ml. Investigation is ongoing.